Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a syncope/near syncope event. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited occasional undersensed ventricular beats on the stored egm. Follow-up was completed but no further information was obtained. The lead remains in use. No further patient complications have been reported as a result of this event.